Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 2 devices had investigation types that have not yet been determined. 2 devices were received. Additional information: 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 events for the failure: fracture. 3 events had no health consequences or impact. 1 event had minor injury/ illness/impairment.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99255. Supplemental rationale: 4 previously reported events were included in this follow-up record. Product return status: 1 device was received. 3 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 4 devices: fracture problem / part/component/sub-assembly term not applicable. Product disposition: 1 device: archived by stryker. 3 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 4 events for the failure: fracture. - 3 events had no health consequences or impact. - 1 event had minor injury/illness/impairment.